Event description:
Event description cpi received information that this patient has a cpi implantable cardioverter defibrillator (ICD) implanted with a non-cpi lead system. The system was oversensing resulting in shocks whenever the patient would bend over and pacemaker inhibition. Noise was noted on the rate-sensing and shocking channels and a pacing impedance of >3000 ohms was noted. Cpi received additional information that the replacement ICD was also oversensing resulting in an inappropriate shock. The noise observed appeared to be different from the noise noted on the previous ICD.